Event description:
The customer reported that there was an error message of "2 mode failed." The field engineer noted that there was an intermittent "m2 mode failed" error message which prevented the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found linux files were corrupted. No conclusion can be drawn as repair information was not reported.